Manufacturer narrative:
A ge service representative performed an on site investigation. The system hard drive was replaced. The system was then found to be operating as intended.

Event description:
Customer reported that the system would not boot up. No patient injury was reported.